Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer observed 10 units of insulin on board (iob) but was uncertain if the iob was displaying appropriately. No further information was provided regarding the event. Customer's blood glucose level was 427 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.